Manufacturer narrative:
(B)(4). Batch # p55k1c. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The analysis results found that one ec60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to use in a wedge resection procedure, the nurse attempted to load the 60mm reload into the 60mm stapler. It would not "click" in the usual box cut-out in the reload side of the jaw. Surgeon also tried to load the stapler. They decided to open a different reload and a different stapler, and they were able to proceed with the surgery. One device will be returned.